Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 209 mg/dl and it was addressed with manual injections. The customer loaded a new cartridge.